Event description:
It was reported that during a procedure it was noted that the laser was running hot, and when the laser was restarted the laser would not turn on. Additional information is not available. No injury to the patient was reported.

Manufacturer narrative:
Ams service engineer was dispatched to the users facility. This console was evaluated, and repaired in the field. The laser was released to the customer for use on (B)(6) 2013.